Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient's mother contacted lifescan (lfs) czech republic on behalf of their child alleging that the patient's onetouch verio pro meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged inaccuracy began "before lunch" on (B)(6) 2015. At this time the reporter obtained a blood glucose result of "6.8mmol/l" on the subject meter and "2.3mmol/l" on another onetouch verio pro meter, performed within 30 minutes of one another. The reporter regulates the patient's diabetes by self-adjusting their insulin intake, and did not make any changes to their normal diabetes management regimen as a result of the alleged product issue. "A few minutes" after obtaining the alleged inaccurate results the patient was experiencing symptoms of "weakness, nausea and vomiting". In response to these symptoms the patient was given more food and/or drink and felt "better" soon after. No medical intervention was required as a result of the alleged product issue. At the time of troubleshooting the reporter informed the csr that the correct unit of measure was set on the subject meter and the patient did not have control solution available to test on the subject meter. The patient's products were replaced and requested for evaluation. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did they receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged product issue remained unresolved at the time of troubleshooting.